Event description:
Subsequent to the initially filed report it was reported that upon flushing, the stent completely deployed delivery system. There was no device use or patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/removal from the tray inadvertent mishandling resulted in the noted stent sheath kink causing the stent to slightly pull out of the sheath and inadvertently prematurely deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1316, 1562 were removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that when the 8x40 mm absolute pro self expanding stent system (sess) was removed from the packaging, the white tip was noted to have separated and the device could not be advanced onto a guide wire. Another same size device was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.